Manufacturer narrative:
The biomedical engineer (bme) that when the monitor tech admits the patient and scans the barcode the patient is admitted to their correct patient tile / device, but then another tile removes an existing patient and duplicates the newly admitted patient into another tile on the central nurse's station (cns). The patient that was removed was reassigned to the correct patient name and patient ID. No patient harm was reported. (B)(4).

Event description:
The biomedical engineer (bme) that when the monitor tech admits the patient and scans the barcode the patient is admitted to their correct patient tile / device, but then another tile removes an existing patient and duplicates the newly admitted patient into another tile on the central nurse's station (cns). The patient that was removed was reassigned to the correct patient name and patient ID. No patient harm was reported.